Event description:
According to reporter, the tracheostomy tube length was noticeably longer. No adverse effects to the patient reported.

Manufacturer narrative:
Additional MFR narrative: one tracheostomy tube with tts cuff and swivel connector was returned for evaluation. Visual inspection did not reveal any defects or damage. The length of the tube was found within specification. No fault found with the returned product.